Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. The user lowered the laser power at one point but did not let off the foot pedal. It was noted that the physician performed a biopsy prior to the ablation procedure and that the biopsy was flushed with a solution. There were no patient complications reported in relation to this event.